Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of motor function of his legs and was unable to walk following a lead repositioning procedure on (B)(6) 2018. The physician turned off the stimulation and ordered a magnetic resonance imaging(MRI) test to be done; however the physician does not believe the loss of motor function is related the scs system. The patient was prescribed steroids, muscle relaxants and pain medication.

Event description:
Follow up information identified the patient is receiving physical therapy to treat the issue. No further intervention is planned at this time.